Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the stent fracture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, a 9.00 x 59 mm omnilink elite stent delivery system (sds) was being advanced through an unspecified introducer sheath when it was noted that the stent was fractured [broken]. Another unspecified stent was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.